Event description:
It was reported, during the procedure coupling ceased operating. The tightening screw would not allow coupling to tighten. Was able to use a different one to finish the surgery.

Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.